Event description:
It was reported that the 9600 system intermittently shut down and had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and collimator were adjusted and the 5 volt power supply connections were re-seated during the service call. The system was tested and found to be working as intended and put back into service.